Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented with following pre-op diagnosis: disc pathology with instability and spinal stenosis at l4-5 and l5-s1and underwent following procedures: 1. Anterior lumbar interbody fusion at l4-5 and anterior lumbar interbody fusion at l5-s1. 2. Biomechanical device with lt cages paired at l4-5 and biomechanical device with lt cages paired at l5-s1. 3. Discectomy anteriorly at l4-5 and discectomy anteriorly at l5-s1. 4. C-arm for localization of device. 5. Allograft nonstructural. As per operative notes,¿ the discectomy was over and above the simple block discectomy decompressing back to the spinal canal addressing the redundant annulus and obvious disc herniation. Bmp and allograft were prepared and after decompression, the appropriate sized threaded cages were applied using standard instruments. Deep to the cages we did place crushed cancellous allograft and bmp.¿ no intra operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.